Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that a pt woke up to legacy pump alarming "no disposable. Pump would not run." Pt said the cassette was aligned. He switched to backup pump and pump was still alarming. Patient made a new cassette and the pump is running fine. Patient believes it is a cassette issue. No patient injury was reported.